Event description:
During cardiopulmonary bypass the device unexpectedly displayed an air bubble alarm and could not be reset. There was no reported adverse consequence to the pt as a result of this event.